Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was replaced due to dislodgement. During attempted repositioning, helix mechanism could not be retracted or extended. Lead was explanted. Should additional information become available, this file will be updated.